Event description:
It was reported to gore that a patient alleges to have experienced recurrence, chronic pain, erosion, urinary problems, dyspareunia, inflammation, and fistulas after having been implanted with a gore mycromesh plus biomaterial product. Additional, event specific information has not been provided.

Manufacturer narrative:
(B)(6). Gore has requested additional information from the reporter.

Manufacturer narrative:
(B)(4). The manufacturing records for this lot are beyond the required retention period and therefore cannot be reviewed.  Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Conclusion remains the same. Investigation is in progress. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative report dated (B)(6) 2000 notes the patient underwent an abdominal sacral colpopexy procedure in which gore mycromesh® plus biomaterial was used. The patient also underwent lysis of adhesions, halban culdoplasty, anterior colporrhaphy, and cystoscopy.

Event description:
This report is being submitted as a follow up report 2017233-2014-00253.

Manufacturer narrative:
It was subsequently reported to gore that the claimant has only alleged injuries of pain and discomfort. No medical records were provided after the implant of the gore device. Based on the additional information received, this event is no longer a reportable event. Therefore, the previously submitted report is being retracted.